Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper. Guide cath: xb lab. Sheath: avanti 7f. Other: enoxaparine. In this case, there was no reported product deficiency. Angina, occlusion, and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted in a saphenous vein graft (svg), it should be noted that the xience v instructions for use (IFU) states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with a reference vessel diameter of 2.25 mm - 4.0 mm. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported that the procedure occurred on (B)(6) 2010, and was to treat a lesion in a saphenous vein graft (svg) to the left anterior descending (lad) artery with severe anterior wall ischemia. A xience stent was implanted with a good result. On (B)(6) 2011, the patient experienced unstable angina and underwent another coronary catheterization, which revealed severe re-stenosis in the xience stent, with total occlusion of the svg. Due to the medical condition of the patient, the physician decided not to pursue further stenting, and the patient was sent to surgery for coronary artery bypass surgery and released under medical care. It was noted that the patient was taking an immunotherapy medication, and it is unknown if this medication accelerates atherosclerosis. No additional information was provided.

Event description:
The patient experienced unstable angina and underwent another coronary catheterization on (B)(6) 2011.